Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation approximately ten days post implant. Chest x-rays and diagnostic testing / trouble shooting was performed. The right ventricular (rv) lead was reprogrammed and hospitalization/ medical intervention was required. The lead remains in use. No further patient complications have been reported as a result of this event.